Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system sds was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage on the most distal stent strut row with struts lifted and pulled distally. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, shaft polymer extrusion and the tip found no issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descendng artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but if failed to cross the lesion. The physician did a proper pre-dialation before placing a 3x20 promus premier stent to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.